Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a suspected fracture. No additional adverse patient effects occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).